Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. As a result, the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The report that the ipg was at end of life was confirmed. The device was returned with a depleted battery. The device was recovered using an external battery. Analysis of the returned ipg found the device declared eri and eol (end of life). A longevity calculation confirmed normal battery depletion based on average device usage. The root cause of the reported issue was due to normal battery depletion.